Manufacturer narrative:
Unique identifier:(B)(4). Legal manufacturer: (B)(4). Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 gehc ref# (B)(4).

Event description:
Received information that the table pinch protector may have come off leaving standing flat-head screws. There was no injury involved with this malfunction event.